Event description:
The customer reported that they experienced a failed battery test alarm which occurs with each new battery inserted. The blood glucose was 110 mg/dl. The customer states that she dropped her insulin pump and it has two cracks above the lcd screen on both top corners. Advised the customer to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.